Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. Two photographs were provided for investigation. One photo showed a 20g nexiva IV catheter. The catheter tubing, adapter, extension tubing, and vent plug were full of what appeared to be blood. The extension tubing appeared to be damaged near the pink dual port luer adapter. Blood residue was visible on the external surface of the dual port luer adapter. As the photos support the complainant¿s description of the reported event, the complaint was confirmed. The features of the damage and root cause of the reported issue could not be determined from the images. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: nurse was starting an IV on a patient. I got a good flash and advanced the catheter. But when I removed the wire, blood poured out of the extension tubing by the y-connector. I clamped the line and had to remove the IV and start a new IV. I included pictures of the manufacturer defect on the 20 g that leaked. Doe: (B)(6) 2025.